Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins). Pt states the manufacturer's device/therapy is for sciatica pain. Pt states they only use the therapy when the sciatica flairs up. Pt states typically when they need stim due to sciatica flair up, they will power on the controller, turn on the stimulation until they do not need it then will turn stim back off. Pt states since they were seen by the manufacturer representative (rep), when they turn on stim they have to go into the program and increase the stim to "about 4" which is perfect for them. Since meeting the rep, the patient will increase the stim to 4. And then within 3 minutes it goes back down to 1.0. Patient states they do not have adaptive stim on their programming. Agent consulted tech who recommended pt follow up with their doctor/rep to check to see if any changes were made to the programming.